Event description:
It was reported that the pacemaker declared a lead safety switch (lss) due to high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. Noise and oversensing occurred after the lss which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. It was noted there was no capture in the bipolar configuration. A fracture was suspected. The rv lead was explanted and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The associated right ventricular (rv) lead was returned and analysis revealed a fracture in the outer coil. The reported clinical observations were likely the result of the lead damage observed by the laboratory.

Event description:
Additional information was received which indicated the rv lead was also pacing to fast. No additional adverse patient effects were reported.